Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm during bolus delivery. The customer's blood glucose (bg) level was 200 mg/dl. The same cartridge was reloaded and after the customer arrived home, all of the pump supplies were changed. The alarm did not reoccur. Upon filling the tubing, the infusion set site was inadvertently left connected to the customer. The customer's bg level was below 100 mg/dl and the contact could not specify if the bg level was below 70 mg/dl. The customer disconnected from the pump for a few hours, consumed candy and food to address the bg level.